Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months of post-deployment the patient was scheduled for the filter retrieval, the right internal jugular vein was accessed. An inferior vena cavogram was performed and it revealed there was a filling defect seen at the filter and possible thrombus was suspected. A digital subtraction venogram was performed and it confirmed moderate thrombus burden at the filter which appeared to extend above the filter retrieval hook. For this reason, the filter was not removed. Around, twenty-five days later, the patient presented to the hospital with chest pain, a computed tomography angio (cta) chest was revealed bilateral pulmonary emboli involving the right and left main pulmonary arterial branches as well as extending into all lobes of the lungs. Around, three months and fifteen days later, a computed tomography angio (cta) venous lower extremity was revealed there was an infra-renal vena cava filter, with the apex of the filter was tilted posteriorly and likely embedded in the vena cava wall. Additionally, one of the anterior struts was bent and directed superiorly. Around, one month and eighteen days later, the patient was scheduled for the filter retrieval, the right internal jugular vein was accessed. Numerous attempts were made to pass a wire between the filter neck and caval wall, however, the filter neck was sterilely opposed to the wall and only the struts could be engaged. Attempts were then made to access the filter hook using rigid endobronchial forceps, however, the filter appeared to be embedded in the caval wall. The procedure was then aborted. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and endobronchial forceps but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2018), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava, struts perforated into organs and additionally an anterior filter strut is bent. The device has not been removed after two unsuccessful percutaneous removal procedures. The current status of the patient is unknown.